Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported she was having "severe problems" and wanted to talk to a rep about it. Patient clarified the "severe problems" was referring to never getting therapeutic effect from the stimulator that was . Patient stated she has gone to the hcp and the nurse practitioner (np) and made some adjustments but there was no improvements, in fact the symptoms seem to be getting worse. Patient mentioned she had a sling implanted in dec but she still was not having symptom improvement. Patient stated she had her last programming adjustment with the np and not she "cannot move her bowels". Patient stated she had sepsis and e coli in (B)(6) 2018 then stated she was in and out of the hospital/emergency room (ER) in jan. Patient stated when she was at the ER they gave her so much fluid she almost drowned. Pa tient stated they would take an urine sample and she would have an infection again. There were no further symptoms or complications reported or anticipate.